Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications due to a faulty force sensor. However, the insulin pump responded normally to button presses.

Event description:
The customer stated that the insulin pump was not responding to button presses. The reported blood glucose reading was 224 mg/dl. Nothing further was reported.